Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the operation channel leakage, the insertion flexible tube (ift) buckled, the light guide fiber bundle (lcb) fluid damage, the control body fluid damage, the light guide cable buckled, the ccd driver pcb fluid damage, the us connector cable cut, the us connector body fluid damage, and the electrical connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.